Event description:
It was reported that while using one (1) bd vacutainer® sst¿ blood collection tube, the customer experienced underfilled. No patient impact reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. Investigation summary: bd had not received any samples for investigation. A total of 20 retained samples underwent functional tests for low or no draw, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.